Event description:
It was reported by the customer that during an unk procedure, the device jammed and would not work properly. They used a new like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the jaws broken at bifurcation. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the mfg process.